Event description:
Event description boston scientific received information that this atrial lead was surgically abandoned and replaced because it was unable to capture at maximum output. A new atrial lead was successfully implanted.